Manufacturer narrative:
This event was determined to be a duplicate to manufacturer reference number 2916596-2021-05684.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a speed decrease to 0 rpm could not be confirmed via evaluation of the submitted log files; however, the log files did not cover the entire date of (B)(6) 2021. The report of low flow alarms was confirmed via analysis of the submitted log files. A specific cause for the observed alarms could not be determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The submitted system controller event log file contained data from (B)(6) 2021 at 05:15:09 to (B)(6) 2021 at 12:24:43. The file contained transient low flow alarms. The system otherwise appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No additional related issues have been reported. The relevant sections of the device history records for mlp-015138 were reviewed and showed no deviations from manufacturing and quality assurance specification. Section 1 "introduction" of the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) provides an explanation of all pump parameters, including speed and flow. This section also explains that the pulsatility index (pi) is a calculation that represents cardiac pulsatility, and to contact the manufacturer if pi values near or above 10 are observed. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard and pump off alarm conditions. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and also explains that changes in patient conditions can result in low flow. Section 6 "patient care and management¿ includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard and pump off alarms, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook: section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This section instructs the user that in the event of a low flow hazard or pump off alarm, call your hospital contact immediately for diagnosis and instructions. The handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed out and that the lvad (left ventricular assist device) speed on the system monitor had gone to 0, although it was not seen on the event history. From log file analysis, low flow events were captured on (B)(6) 2021. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 liters/min. Some of the low flow events were not sustained long enough to activate the audible alarm and seemed to be a patient related issue instead of an equipment related issue.